Manufacturer narrative:
Approximate age of device -- 4 months, 20 days (calculated from the date the mpu was issued to the patient). Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from march 24 to march 25, 2019 where multiple no external power alarms were recorded. The associated voltage levels indicated that the events occurred when the system controller was connected to a mpu. The returned (B)(4) was evaluated by the technical service representative. The device was operated for extended period of time while connected to a test system controller and test pump. The system operated as expected and no alarms were observed. The aa batteries were replaced with new batteries and a functional checkout was performed. The device passed all tests. The mpu was returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of implant with the left ventricular assist device (lvad) was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple intermittent alarms for loss of external power due to a power cable disconnect while attached to the mobile power unit (mpu). There was no evidence of black or brown out while at home. The patient checked all connections multiple times and switched outlets as well. The customer exchanged the patient's mpu. There was no over fray on the a/c adapter cord or mpu cord as well as no bent pins or plugs. Log file analysis showed the no external power alarms mentioned and they all occurred while attached to the mpu. Advised to replace the mpu as there may be an issue with it causing these events. The patient has not exhibited any symptoms or received any treatment from this event.